Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a endoscopic biliary drainage (ebd) procedure of the bile duct. According to the complainant, during the procedure, when the stent was attempted to be released, the outer push catheter became twisted. No other damage was noted to the device. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4) for the reported event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent detached from the delivery system. Visual evaluation revealed no damage to the stent. The push catheter was noted to be kinked. The suture was attached to the push catheter and was not damaged. The guide catheter was found stretched and broken in two pieces. One section of the guide catheter was returned stuck on a guidewire and could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. The guide catheter sections were measured and their total length was found longer than the guide catheter length specification due to the stretching in the guide catheter. The hub of the guide catheter was detached, likely due to handling of the device. A kink was also noted in the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted.